Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure occurred. Auxiliary drawer 1.1 was repeatedly failing to operate. A reboot of the system was performed; however, the issue persisted. The drawer could not be recovered and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager door latch was failing. A field service engineer (fse) cleaned the latch and applied conductive grease. Following these actions, all functions returned to normal. Good faith attempts were made to get the additional information regarding the auxiliary drawer and no responses received from the field service engineer (fse) and the fse manager. The system functioned as intended after the field service engineer repaired the device.